Event description:
The pt had only been implanted for a few weeks. Then the device showed eri. A longevity estimate was performed with the following info: 3 programs (1 at 0v), 6.5v, 7.9v, 450, 390us, 70 hz. The pt used the device 24/7. No group impedances were available. The pt had 12 active electrodes for this group (4 quad leads implanted). At 426 lifetime hours were listed on the diary. The estimated battery longevity using 550 of impedances got three months, thought it was anticipated that group impedance were lower than this, and that would account for the short longevity of the implanted neurostimulator (ins) along with the higher voltage and the number of electrodes being used. The pt was not a good candidate for rechargeable ins due to a limited understanding of the stimulation system. It was also noted that impedances read >10,000 ohms. All combinations with 11 were >10,000 and that electrode was used in the programming. It was reviewed that his would not cause premature battery depletion. Add'l info received reported that end of service was confirmed. The event was considered normal battery depletion. The ins was replaced. The pt was doing fine.